Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion and foreign debris contamination on the bearings.

Event description:
It was reported that during testing at the manufacturer, the device overheated. There was no patient involvement and no adverse consequences alleged with this event.